Event description:
It was reported that the pump had been alarming air in line. The patient had stated that this issue had occurred the day before, requiring her to visit the clinic to have it resolved. The cassette had been locked in place, preventing her from removing it to troubleshoot. The battery door had been opened, and the bottom of the pump had been gently tapped. The pump had powered on but subsequently alarmed with 'key stuck.' The registered nurse had instructed the patient to reopen the battery door, press each key to ensure it isn't stuck, and then close the door. The infusion had been restarted, but the air in line had persisted. The patient had then been advised to power off the pump, close the clamp, and contact her provider for further instructions. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9: 6/6/2025. The suspected device was returned for evaluation. Review of the event history log (ehl) showed air in line alarm. The device was visually inspected. A functional test was performed and the reported issue of air in line was not confirmed, however the speaker issue was confirmed. The cause of the reported speaker issue was due to the damaged piezo. As a result, the piezo sounder was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.